Manufacturer narrative:
The device was returned to olympus and evaluation is pending. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure, the unit was not producing an image. Per the customer, no patient was involved in this event.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer for MDR# 8010047-2020-06833. The OEM performed a device history record review and no abnormalities were found. The device evaluation confirmed the reported no image condition as the image was displaying intermittent horizontal lines. There was a shortage in the cable and a defective ccd (charged coupled device) unit. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the OEM's investigation results, the potential cause of the reported no image condition was attributed to excessive stress to the cable due to the user's handling, resulting in no image being output because the cable unit failed, or excessive stress was applied to the head section, resulting in a failure of the ccd unit, which resulted in no image being output. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Olympus will continue to monitor complaints for this device.